Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event where infusion set tubing was detached from connector on (B)(6) 2024. The infusion set was in use for 1.5 - 2 days. Patient replaced infusion set and resumed insulin successfully. No further information available.